Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient was at an outpatient clinic appointment when the cgm was reading inaccurately. The fingerstick blood glucose (fsbg) test was performed, showing 374 mg/dl; however, a corresponding cgm value was not provided. At that time, the patient reported symptoms of weakness, thirst, and mental fogginess. No treatment was provided at the clinic. At approximately 11:00 am on (B)(6) 2026, the patient was transported to the emergency room (ER) by ambulance. No treatment was administered during transport. Upon arrival at the ER, a fsbg showed 347 mg/dl. The patient was treated with insulin injections (dose not specified) and intravenous (IV) fluids for significant dehydration. It was also reported that the patient was managed using a sliding scale insulin regimen. The patient remained under care and was discharged later that day at approximately 8:00 pm on (B)(6) 2026. At discharge, the patient reported feeling better. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.